Manufacturer narrative:
The reported 5mm flexible cannulated endoscopic drill intended for use in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the drill broke during use. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: use of excessive force or using a dull or worn drill. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
One 5mm flexible endoscopic cannulated drill bit was returned for evaluation. Visual assessment of the drill confirmed the reported complaint of breakage. The drill has broken where the lazer cut double helix transitions from the 20½ to 9 revolutions per inch. No material voids are present at the break areas. The drills shaft is bent. The primary cutting edges are dull and are heavily burred. Per the device instructions for use under precautions ¿use of drills with that have worn or dull tips can result in breakage. As with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during an acl surgery, the flexible reamer broke inside the patient while reaming for the endobutton tunnel, all the broken pieces were removed using hemostat. The procedure was completed with a back up device with no delay or patient injury reported.